Manufacturer narrative:
Date of event is unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is difficulty moving the plunger of relion insulin syringes 1/2ml 31 gauge. No patient impact reported. The following information was provided by the initial reporter: cannot draw medication because plunger rod is "stiff." Has to move the plunger rod in and out to loosen it up, "sometimes it works, sometimes it doesn't." When she drew up insulin but could not dispense it because plunger rod was stuck therefore, insulin was wasted.

Manufacturer narrative:
H6: investigation summary; no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1326335. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that there is difficulty moving the plunger of relion insulin syringes 1/2ml 31 gauge. No patient impact reported. The following information was provided by the initial reporter: cannot draw medication because plunger rod is "stiff." Has to move the plunger rod in and out to loosen it up, "sometimes it works, sometimes it doesn't." When she drew up insulin but could not dispense it because plunger rod was stuck therefore, insulin was wasted.